Event description:
It was reported that the doctor noticed that stem had foreign body like cotton fiber.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).